Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 216 mg/dl and 66 mg/dl. Customer obtained the reading of 216 mg/dl with aviva strip lot 303200, opened a new box of strips, and obtained the result of 66 mg/dl with aviva strip lot 303088. Customer drank orange juice based upon the result of 66 mg/dl and later ate breakfast and took 2 units of insulin. She would normally take 5 units of insulin, but based on the result of 66 mg/dl, she felt that 2 units was "sufficient." No adverse event reported. Requested return of suspect device and replacement was sent.